Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any additional information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The returned device was inspected and tested. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality and is also still intact. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during a therapeutic laparoscopic total hysterectomy, when the doctor was performing a ligating round ligament and uterine artery, the device had an error code of clean jaw. There were no fragments that fell into the patient and no visual damage to the teflon pad or probe unit. Two other devices were used and had an energy problem, so the procedure was completed with a third device. There is no harm or adverse impact to the patient. The device was inspected prior to use and no abnormalities nor cable damage was noted. The transducer cords or the cords of any other medical device were not noted to be bundled during use. The generator settings are not known, nor is it known if the generator connection points were inspected.